Event description:
A female infant was admitted to our department with neonatal sepsis. On (B)(6), 2026, while a nurse was administering intravenous therapy using a needleless injection cap to connect the infusion system, she noticed significant resistance during flushing of the medium-length catheter. Upon inspection, fluid leakage was detected from the needleless injection cap. Immediately following the incident, the injection cap was replaced, and after confirming that everything was in order, intravenous therapy was resumed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.